Event description:
It was reported that a patient underwent a surgical procedure on an unknown date. Prior to use, it was noted that the packaging was not sealed correctly. Additional information was requested.

Manufacturer narrative:
Conclusion: the actual foil was returned for evaluation. It was opened at one edge. A visual inspection shows that all sides were correctly sealed and the opened edge shows the appearance of the previous sealed area. Furthermore the implant shows no defect.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.